Event description:
It was reported that the pt underwent an open repair of a primary single defect umbilical hernia under local anesthesia in 2009. Post-operatively the following day, the pt developed mild cellulitis around the wound. The pt fully responded to a course of oral cephalexin and on post-operative day six, the cellulitis was fully resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished good release criteria.